Event description:
Physician placed an "OEM's" angiographic pigtail catheter through manufacturer's 7 french introducer sheath to the left ventricle in order to acquire left ventricle pressures, heart muscle function, and to check for mitral valve regurgitation and aortic stenosis. Upon removing the "OEM's" 7 french pigtail catheter, the physician stated, "I felt wetness at the access site, I looked down and saw blood oozing out of the introducer sheath, I looked at the pigtail catheter and saw the introducer hub wrapped around the pigtail portion of the catheter."